Event description:
The patient¿s doctor wanted her to have an MRI. The patient reported that it might as well come out because there was no improvement in pain relief since reprogramming. The patient never experienced therapeutic effect but less than (B)(6) therapy relief was noted. The patient's device was not MRI full body safe the patient was alive with no injury. It was additionally reported that the device was not helping. The patient was okay and was not currently using the device. No explant was planned or further actions scheduled, the patient was awaiting the doctor¿s opinion. It was later reported on (B)(6) 2014 that ¿we are removing today because causes more pain¿ and ¿feels like it hurts to touch it over ipg pocket.¿ the patient was being explanted today by her doctor. It was confirmed that the lead and generator came out intact and was sent for gross pathology. The patient was doing well in post-op area. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, serial# unknown, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.